Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported failure to deploy the suture was not tested due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In this case, it is possible that a needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified artery, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract contributed to the reported difficulties; however, a definitive cause cannot be determined. The reported treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device via a 6f sheath using the pre-close technique prior to a transfemoral transcatheter aortic valve implantation (tf-tavi) procedure. Reportedly, the first proglide device kinked during advancement and was, therefore, removed. A second proglide suture was successfully pre-placed. The suture of the third proglide did not capture the artery and came out with the plunger. A fourth proglide suture was placed. The sheath was upsized to 14f and the tf-tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.